Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has been completed.

Event description:
The customer reported that they performed a couch capture and the field size parameters were not correct.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. Mosaiq is working as designed and intended and no patients were mistreated. A "settings capture" was performed on the field, and we do not believe that a "couch capture only" was performed. Appears that the user was confused as to which function they selected.